Manufacturer narrative:
Citation: dardas et al. Pushing the hybrid approach to the edges, three stories in one: a case report. Eur heart j case rep. 2024 jul 11;8(7):ytae333. Doi: 10.1093/ehjcr/ytae333. Ecollection 2024 jul. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 75-year-old female patient with a complex medical history who underwent implant of a medtronic 23-mm evolut pro+ bioprosthetic valve inside of a non-medtronic bioprosthetic valve in the aortic position.  During valve deployment the patient developed ischemia which required stent placement in coronary ostia.  Once the patient stabilized hemodynamically the evolut pro+ bioprosthetic valve was successfully implanted.  Several days post-procedure a transesophageal echocardiogram revealed severe paravalvular leak with and migration of a non-medtronic bioprosthetic valve in the mitral position.  Subsequently the patient underwent another procedure with implant of a second non-medtronic bioprosthetic valve in the mitral position which successfully reduced the paravalvular leak to mild severity.  Additionally, the patient developed complete heart block which required a permanent pacemaker implant.  Following a period of rehabilitation the patient was discharged in a good state after a prolonged hospitalization.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. No further details were provided.